Event description:
Patient had a successful percutaneous pulmonary valve implantation with an alterra prestent. Mild external compression of the proximal anomalous left circumflex artery from the tine of the alterra was treated with placement of the pk papyrus covered stent to prevent injury. The stent was placed in without any complications. On completion of procedure, the expiration date of the covered stent was discovered to be 2 weeks earlier.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. Only the reference number and the device size were reported, the lot number was not reported. All pk papyrus devices, which were ever shipped to this hospital were reviewed and it could be shown that only one lot has expired few weeks before the procedure. The provided clinical information (pk papyrus device registration form, the cathlab report, and the discharge summary) was reviewed to establish whether a device deficiency contributed to this event. The review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. It should be noted that the instrument was used after the use by date which is warned against in the corresponding IFU. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.